Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred related to a failure of its internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The manufacturers investigation is on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a failure related to the device's internal battery. There was no harm or injury reported. The ventilator was evaluated by the manufacturer and the customer's complaint was confirmed. The device's power management board was replaced to address the issue.